Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 11-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturer representative (rep) regarding a patient¿s implantable neurostimulator (ins). It was reported that patient came in the office today complaining of burning sensation and stated it had gradually started to increase since lifting boxes a couple weeks ago. The hcp did and x-ray in the office. Per hcp, the lead had moved from the tip being at t8 to t10-t11. Patient is currently trying to decide if she wants a revision of have it removed.